Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non obstructive urinary retention. The trial began (B)(6) 2021. It was reported that they thought it quit working. They thought they may have pulled a wire, it was noted they were able to feel stimulation.  Contributing factors, actions/interventions and resolution were unknown. No patient symptoms were reported.